Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the trigger was blocked. The device was repaired and returned to customer on 3/8/2013. The complaint is indeterminate. (B)(6). Placeholder.

Event description:
Customer reported the device has a blocked trigger. This is report 1 of 1 for #(B)(4).